Manufacturer narrative:
The customer reported that their multiple patient receiver (org) is displaying intermittent communication loss for all telemetry devices. The customer also reported that the patient name drops off on all the units on this org. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Additional model information: multiple transmitters were used in conjunction with the org, and are not the devices that experienced failure. Attempts to obtain the following information were made, but not provided: transmitters, model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their multiple patient receiver (org) is displaying intermittent communication loss for all telemetry devices.

Manufacturer narrative:
Details of complaint: the customer reported that their multiple patient receiver (org) was displaying intermittent comm loss for all telemetry devices. The customer also reported that the patient's name was dropping off for all telemetry devices on this org. No harm or injury was reported. Service requested / performed: evaluation / repair: the reported issue of "intermittent comm loss" could not be duplicated. However, the cns was found to have spo2 spikes on receiver card 4. Replacing the receiver card resolved this issue. Investigation summary: nihon kohden technical support (nk ts) has received the unit in question twice before in tickets 84092 and 92716 where they were not able to duplicate the issue of comm loss. The root cause for this issue is likely related to environmental factors combined with normal wear and tear due to the age of the device. It was installed at the customer's facility in 06/2010. As the device was evaluated and found to be in good working order in both tickets 84092 and 92716, the issue of comm loss is unlikely related to a design or manufacturing deficiency of the nk device. A CAPA is not warranted. The following fields are not applicable (na) to the MDR report: b2. B6. B7. D4 lot # & expiration date. D6a & d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the org: cns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Telemetry transmitters: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni. Additional information: b4 date of this report d8 was this device serviced by a third party? D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The customer reported that their multiple patient receiver (org) was displaying intermittent communication loss for all telemetry devices.